Event description:
It was reported that during device change out for eri, the set screws were stripped on the ra and rv ports and torque wrench could not loosen them.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw anomaly was confirmed in the laboratory. The anomaly was found to be caused by silicone, septum material found inside of the rv, v-ring, and a-ring set screw hex cavities. The material prevented full insertion of the torque driver in the hex cavities, which resulted in difficulty with tightening and loosening of the set screws. This in-turn resulted in the stripped set screws and difficulty of removing the device reported by the field.